Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic for a follow-up. Upon interrogation, the device exhibited loss of capture and loss of sensing due to rv lead dislodgement. The physician capped and replaced the lead. The patient's condition was reportedly good pre- and post-procedure.